Manufacturer narrative:
H11: g1 phone number (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touch panel became inoperative during a run-in test at the medical examination (me) room. It was reported that there was no patient involvement at the time the issue was discovered. The sales representative (rep) visited the hospital to check the device, and although the issue was not duplicated, an inspection was required. Therefore, the device was collected. There was no reported delay in therapy. The customer called technical support to report that the touch panel became inoperative during a run-in test at the medical examination (me) room. The issue was resolved by calibrating the touchscreen with the power off, but the issue occurred again. When the touch panel was inoperative, the area that displayed 'alarm settings' at the bottom of the screen was recognized as being touched on its own (caused continuous tapping). The investigation is ongoing.

Manufacturer narrative:
The pse calibrated the touchscreen, but the issue remained. Therefore, the pse replaced the touchscreen and verified that the issue was resolved as no other abnormality was confirmed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue as the touchscreen was faulty. A service quote for repair was sent to the customer for approval. The repair is still pending.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The technician verified that the touchscreen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing were the factors that verified a functional and good working touchscreen. No fault was found.